Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 19 devices were evaluated in the field and the issue was confirmed; 10 devices had broken/damaged components, 7 device had worn components, 1 device had an alignment issue, 1 device had detached/disconnected components, 1 device had missing components, 1 device had a bent component, and 1 device had dirt/debris. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 19 malfunction event(s), where it was reported the brakes or steer were difficult to engage. There was no patient involvement.